Event description:
It was reported that shaft break occurred. During unpacking of a 12 x 3.00mm promus premier drug-eluting stent, the stent shaft was noted to be fractured. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier stent delivery system was returned for analysis with all packaging opened and empty protective coil returned inside tyvek pouch. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks located along the length of the hypotube shaft and a shaft break 19mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During unpacking of a 12 x 3.00mm promus premier drug-eluting stent, the stent shaft was noted to be fractured. The procedure was completed with another of the same device.